Event description:
Reported as "purge failure alarms". It was reported that call came from biomed regarding a pump with purge failure alarms while setting up the pump prior to patient use. Ultimately a different pump was used on the patient. The report states that "he did not have any information other than they connected a second console and everything worked fine. He had zero information regarding anything other than requesting service. Pump sent to biomed". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "purge failure alarms". It was reported that call came from biomed regarding a pump with purge failure alarms while setting up the pump prior to patient use. Ultimately a different pump was used on the patient. The report states that "he did not have any information other than they connected a second console and everything worked fine. He had zero information regarding anything other than requesting service. Pump sent to biomed". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly (p/n: 96-3006-001, s/n: (B)(6)). The sample was dropped off by a field service representative. Visual inspection of the pcs assembly was performed and no abnormality was noted. All valves were individually tested by powering them on and off using an external power supply, and all valves functioned as intended. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The system was powered up successfully. When pumping was initiated, the 1 psi relief valve was activated, the system then alarmed purge failure (5). Pumping was reinitiated with the same result. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "fluid backup into the pump" is confirmed. The 1psi release valve could not hold the pressure and created a leak along with a purge failure alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the leak from 1psi release valve. The root cause of leak is undetermined. The complaint is considered isolated. No further action required at this time. This will be monitored for any developing trends.